Event description:
The pt reported difficulty urinating. The pt was advised by a physician to turn off the implant for a month. The pt reported that he did not experience difficulty urinating once the implant was turned off. It was confirmed that there was no lead migration. At this time, the pt is not using the system.